Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 alarm. A high drain alarm indicates that the patient drained more than 200% of their maximum prescribed fill volume. This occurred during the fifth drain cycle of peritoneal dialysis therapy. The reporter stated that the fill volume was equal to 2400ml in cycle five and the ultrafiltration was 2635ml. There was no patient injury or medical intervention reported in association with this event. Additional information was requested and is not available.